Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 2.1 and 2.2 had failed and were not on pyxibus. A field service engineer (fse) inspected the back of the main unit and confirmed that all indicator lights were functioning. The fse powered down the device, opened the back of drawer 2, reseated all cables, and then restarted the device. Using the hardware test application (hta), the fse ran a full diagnostic test on drawers 2.1 and 2.2, saved the results to the d-drive, and rebooted pyxis. Afterward, the customer logged in, confirmed recovery from the failure, and inventoried the medications in the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus. User tried to recover storage space, but issue remains the same. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.